Event description:
It was reported that the pump touch screen was not responsive, requiring multiple inputs. There was no adverse impact reported on the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken by technical support.